Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, the hub of a flexor raabe guiding sheath separated from the device as it was being exchanged over an unspecified wire guide. The hub of a flexor raabe guiding sheath from another lot also separated during the procedure, which was reported under patient identifier 090144. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 (UDI), h6 (annex a) investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath; however, sheath material remained in the hub. No additional damage was noted. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the lot. The product IFU states "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the IFU also states ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: postal code: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, the hub of a flexor raabe guiding sheath separated from the device as it was being exchanged over an unspecified wire guide. The hub of a flexor raabe guiding sheath from another lot also separated during the procedure, which will be reported under patient identifier (B)(6). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.